Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported the following results taken within 10 minutes: (B)(6) 2016: 381 mg/dl, 137 mg/dl. (B)(6) 2016: 478 mg / dl, 129 mg / dl. No adverse event was reported. A request was made for the return of the meter and strips.